Event description:
Pt scheduled for left heart catheterization. During procedure, guide wire broke off in left main artery; snare was used to attempt to retrieve broken guide wire, and snare broke off as well. Pt was taken for emergent coronary artery bypass surgery to remove broken guide wire and snare.